Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the regen¿ tht® nc: 1.0ml experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "we would like to inform you that an issue was detected during the control of the batch 0352846 of tht tubes earlier this week. Some tubes presented pieces of glass trapped inside the separator gel (cf pictures below). The tubes are otherwise totally intact."

Event description:
It was reported the regen¿ tht® nc: 1.0ml experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "we would like to inform you that an issue was detected during the control of the batch 0352846 of tht tubes earlier this week. Some tubes presented pieces of glass trapped inside the separator gel. The tubes are otherwise totally intact."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Bd was unable to determine the root cause of the customer's issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.